Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior and posterior and non-penetrating nicks. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted and replaced.